Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure. This is the same case and patient as MFR report # 3005099803-2011-00852. This report pertains to the first of two devices.according to the complainant, during the procedure the physician had difficulty depositing the mesh carrier into the patient's muscle on the first side, or the patient's right side. The mesh carrier would not engage tissue. The mesh and carrier assembly were removed from the patient.the physician completed the procedure with an obtryx halo transobturator sling system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."